Event description:
It was reported that predilatation was performed prior to stenting. An attempt was made to cross the lesion in the heavily tortuous left anterior descending artery with a 3.0x28 mm vision stent; however, it would not cross and the stent struts became flared. Additional predilatation was performed and another 3.0x28 mm vision stent crossed and was deployed successfully in the lesion. At this point, slow flow was noted downstream. Attempts were made to cross with a 3.0x15 mm and 2.0x15 mm vision stents; however, they also failed to cross. A 2.25x16 mm non-abbott stent was crossed and deployed successfully and the slow flow was resolved without patient issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Ischemia is a known adverse event as listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.